Event description:
A nurse reported that the current drape in the custom pak has caused a skin abrasion on a patients' nose. Bacitracin ointment was applied at the doctors' order. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
This is one of two complaints reported for this custom pak lot, same issue. Review of the device history report indicates the order was built to specification. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).